Event description:
It was reported that the patient presented remotely via merlin.net. It was reported that the pacemaker exhibited atrial under-sensing and ventricular noise detections. No intervention was performed. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.